Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in any original packaging. The t1 is off the needle but attached to the suture. The t2 is still on the needle. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator cycled, did not push the t2 off the needle, but continued to cycle as intended without deploying the t2. The actuator is moving beneath the t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that can contribute to the reported event include the anchor being pushed up on the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, after the t1-implant was deployed, the t2-implant was deployed prematurely through the meniscus; both t-implants were removed using tweezers. The procedure was completed with a non-significant delay using a s+n back up device. No further complications were reported.

Event description:
It was reported that during a meniscal repair, after the t1-implant was deployed, the t2-implant did not deployed; t1 was removed using tweezers. The procedure was completed with a non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H2: additional information on b5 and h6 (medical device problem code).